Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft kink was confirmed via an image of the outflow graft provided by the account; however, a specific cause cannot be conclusively determined through this investigation. The reported inflow conduit malpositioning could not be conclusively determined through this investigation as no images of the inflow conduit malpositioning were provided by the account. The account communicated that the patient had been experiencing decreased pump flows and increased pulsatility index values, which persisted despite changing the patient¿s fixed speed and managing their clinical picture. A CT scan was performed and revealed kinking of the outflow graft. On (B)(6) 2020 the patient was taken to the operating room where the outflow graft was shortened to resolve the kinking issue. An intraoperative tee revealed that the inflow cannula was pointing towards the posterior wall, and an additional suture was placed on the outflow graft bend relief to correct the positioning. The heartmate 3 lvas IFU outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in the IFU. This document also states that the distal end of the outflow graft is designed to be cut to the preferred length and sutured to the ascending aorta by an end-to-side anastomosis. A reinforced tube serves as a bend relief around the outflow graft to prevent kinking and abrasion. The IFU contains information on preparing the sealed outflow graft and instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced high pi and decreased flow. The changes of pump speed or managing clinical aspects have not resulted. CT scan showed a kinking from the outflow graft (ofg). On (B)(6) 2020 the patient was returned to the or. The ofg was shortened to resolve the kinking issue. The intraoperative tee additionally showed, that the inflow cannula was pointing to posterior wall. An additional suture was placed on the bend relief to correct the position of the inflow cannula.